Event description:
Leaving a chunk inside me that I struggled to get out...lodged inside me for 24 hours- vagina [foreign body in reproductive tract]. Material had ripped- tampon [device breakage]. When I took it out the material had ripped leaving a chunk inside me that I struggled to get out [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon ripped leaving a chunk inside her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.